Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels that fluctuated from 38-550 mg/dl and required assistance from another person. Reportedly, bg levels were due to a non-tandem infusion set being inserted properly. The infusion set brand and manufacture was not provided. No other patient information available.